Event description:
Customer reported that she had high blood glucose and that the insulin pump drive support cap is protruding out, the insulin squirting out during the manual prime and it alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit had missing end cap.